Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hvad pump (B)(4) was not returned to heartware for evaluation as the pump remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and several high watt alarms for the reported event date. A report sent from the site noted that a lysis was performed with rtpa and a 3rd harmonic was identified. After lysis therapy, pump parameters returned to their normal levels and the 3rd harmonic was cleared. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Considering that the high power consumption was confirmed and a lysis therapy resolved the reported event, the most likely root cause of the high power event can be attributed to thrombus formation within the device. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was hospitalized on (B)(6) 2016 due to suspected thrombus. Patient admitted with elevated power consumption with high power alarm since 6:30a in the morning and slightly elevated hemolysis. It was also said that the patient's anticoagulation was controlled. It was also stated that 3rd harmonic was not detectable but during thrombolysis with rtpa, 3rd harmony was noticeable. Lysis: rtpa-lysis start about ca. 6:30pm, stop about 7:30pm. Successful lysis defined by normalized flow and power values with no 3rd harmonic and lab values of ldh 567 u/l, fhb 7, 2mg/dl, hapto <8. It was stated that there were no effect on the patient and that the patient was doing fine the whole time. It was stated that the issue was resolved with no patient injury. Patient was discharged home. No further information available. Doctor's hypothesis: "thrombotic layers on several hydrodynamic planes are counterbalancing. Only minimal resulting imbalance causes low 3rd harmonics. Covering the whole hydrodynamic planes results in only slight hemolysis. During lysis partly dissolved fibrin layers cause now an imbalance (3rd harmonic detectable) the thrombi may be wedged farther into the bearings causing increased friction and power consumption. Complete normalization of power/flow values and no longer have detectable 3rd harmonics showed successful lysis. Receding hemolysis parameters (ldh: 429, fhb: 5.2 hapto: 32.9) on the next day prove the correctness of this assumption. Obviously a pump stop caused by battery switching with subsequent increased contractibility the patient's heart mobilized some fibrin covering the inflow cannula. These thrombus fragments were ingested into the pump. Wedged between hydrodynamic planes of the impeller and the housing they caused friction and thus increased power consumption and hemolysis which was increasing immediately after the pump stop event. After one week, alarm thresholds were reached (average circadian variability of power plus 1w). Lysis was performed with rtpa. During lysis 3rd harmonics could be measured proving the presence of some unbalancing thrombotic mass on the impeller. Success was established by normalized pump parameters, no more 3rd harmonics and receding hemolysis parameters."